Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The se downloaded the current revision software; the ventilator passed self-testing.

Manufacturer narrative:
Covidien reference:(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer was advised to replace the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs).

Event description:
It was reported that, during patient use, an 840 ventilator's display went blank. The patient was removed from the ventilator, manually ventilated, and placed on a second ventilator. There was no harm to the patient as a result of the event.